Event description:
Patient was implanted with freehand irs in 2001 as part of a lower extremity study not sponsored by the manufacturer. The freehand implantable intramuscular (im) electrode to channel 1 originally gave poor response for approx. 1 1/2 years, then gave no response at all. New im electrode was implanted during a revision surgery in 2003 and did elicit a good muscle response from all sources except channel 1 of the irs during testing. Replacement im electrode was left connected to channel 1 even though there was no apparent output; the irs has programmable current on the other 7 channels and appears to operate correctly. It is suspected that the im connector may have malfunctioned. Follow up report will be submitted once further information is available.